Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, her ipg was explanted and replaced, which addressed the issue.